Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2 gm, ip, frequency not reported) and omnatax (2 gm, ip, frequency not reported). At the time of reporting, the event of peritonitis was resolving and remedial therapy with vancomycin and omnatax was ongoing. Action taken with dianeal pd2 ultrabag therapy was not reported. The reporter believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.